Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No batch number was provided by the customer. No data was provided for heparin tubes utilized. The cause of the event cannot be determined.

Event description:
The customer called technical service and reported occurrences over the past few months of samples with falsely low sodium reported. The customer uses a siemens dimension exl 200 analyzer. The customer reported no issues with quality control, proficiency testing, or maintenance on the analyzer. The customer advised siemens was contacted and advised of no analyzer interference. The customer reported for item: 454247p, the lot number is unknown, no photographs, or unused samples are available for return. The customer advised they stopped using 454247p and switched to 455071p, but falsely low sodium results persisted. From 455071p, b24013mw, the customer provided 4 samples resulted (B)(6) 2024 : sample 1: sodium=131, repeated 138. Sample 2: sodium=132, repeated 138. Sample 3: sodium=134, repeated 137. Sample 4: sodium=135, repeated 139. From the 4 samples, the customer advised, the initial sodium was low, and repeated normal. The customer advised the samples were repeated using the original tube, on the same analyzer. The customer reported the tubes were centrifuged in a hettich rotofix 32a 3700 rpm, 1800 g for 10 minutes. The customer advised sample tubes are not recentrifuged. The customer advised they can provide unused samples of 455071p, b24013mw for evaluation. The customer advised they returned to a competitor tube from 454247p, and false low sodium results did not occur. The customer advised they will return to a competitor tube for 455071p.